Manufacturer narrative:
Visual inspection was performed on the returned device. The premature deployment was unable to be confirmed as the stent was already fully deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported premature deployment. It may be possible that during deployment, prior to unlocking the deployment lock, the delivery system was pulled back slightly resulting in full deployment of the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was performed to treat a target lesion in the left superficial femoral artery (sfa). The 5.5 x 40 mm supera stent delivery system was advanced into the patient anatomy without difficulty and stent deployment was initiated; however, before the system was locked, the stent fully deployed in the target lesion. No additional intervention was required due to the deployment issue. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.